Event description:
The customer reported that the left monitor on the 9800 sys needed to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The left monitor was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.